Manufacturer narrative:
The investigation into the positioning issues has been completed. The device was not returned for investigation. Based on clinical details, the root cause of the positioning issues is most likely due to use as the pump was pulled out. E.1 facility name was revised as previously entered incorrectly on the initial manufacturer device report 1220648-2024-11463. G.1 revised reporting contact fax number in accordance with updated procedures since manufacturer device report 1220648-2024-11463 was submitted. G.1 revised manufacturing site name and address section as previously entered incorrectly on manufacturer device report 1220648-2024-11463. H.6 code 3038 was reported incorrectly on manufacturer device report 1220648-2024-11463. A new code has been added to component codes. H.10 additional manufacturer narrative instructions for use (ifus) were reported on manufacturer device report 1220648-2024-11463 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 61-year-old male noted as high-risk coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. During patient support, the impella 5.5 was dislocated. Therefore, the physician decided to have the impella 5.5 explanted and replaced with an impella cp. The patient is noted to be stable and no harm was reported.